Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. The issue was addressed with phone support. Technical support engineer (tse) asked the caller to check with the setting on the video tower touch screen, but buttons are grayed out, armes were not draped yet so endoscope could not be placed the sterile adapter to check. Customer would call back at start of procedure to troubleshoot further. Tse called customer back to troubleshoot and test some more on the 30-degree scope, but the customer informed tse that the procedure had started with a 30-degree endoscope and all was working fine.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure that the 30-degree endoscope had a mirrored image. The customer tried another 30-degree endoscope, and cleaned the connectors, but the issue remained. The caller attempted to check the settings on the vision side cart (vsc) touchscreen, but the buttons were grayed out. The system had not yet been draped, so the endoscope could not be placed the sterile adapter to check it. The technical support engineer (tse) called the customer back to troubleshoot further. The customer advised the tse that the procedure was able to be started with a 30-degree endoscope and the issue was resolved. There were no reports of patient injury.